Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis machine was not communicating with the ehr (epic). The customer power cycled the machine and unloaded and reloaded a medication, but the issue persisted and there was no change. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and reviewed the patient encounter system all device events report for station mid and medication identifier. An unload transaction was identified. A trace was run on the cce, which confirmed that the unload transaction was sent to electronic privacy information center at the same time without any issues. The system functioned as intended when the technical support specialist investigated the device.